Event description:
A 26mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's arteries were severely tortuous with slight calcification. It was reported that 12 months post stent graft implant the CT demonstrated that the stent graft had migrated resulting in a type I endoleak. It was reported that the aortic neck had significately changed from the original size of 24 mm to 29 mm due to disease progression. The physician is monitoring the pt. There is no additional clinical sequelae reported and the pt is reported to be fine.